Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2017. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains"), device breakage ("metallic pieces remaining in left part after device removal"), ankylosing spondylitis ("suspicion of ankylosing arthritis"), drug-induced liver injury ("drug hepatitis"), diverticulitis ("intestinal disorders: acute diverticulitis") and haematochezia ("blood in stools") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ankylosing spondylitis (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), gastrointestinal inflammation ("intestinal disorders: recurrent inflammations"), liver disorder ("hepatic disorders"), dyspareunia ("pain during sexual intercourse"), menorrhagia ("hemorrhagic periods"), musculoskeletal pain ("joint and muscle pains in fingers, feet and toes, in lower limbs (iliac), knee and shoulders"), mobility decreased ("difficulties to move"), muscle rigidity ("rigidity in fingers"), formication ("formication in fingers"), burning sensation ("sensation of burning in the feet"), headache ("headaches"), dizziness ("dizziness"), fatigue ("fatigue"), amnesia ("loss of memory") and feeling hot ("hot spots"). In (B)(6), the patient experienced drug-induced liver injury (seriousness criterion medically significant) and periarthritis ("retractile capsulitis"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anxiety ("anxious"). The patient was treated with surgery (essure removal on (B)(6)2017 (4 weeks of sick leave), essure removal pieces on (B)(6)2017 (4 weeks of sick leave planned). And resection of a part of colon in (B)(6)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ankylosing spondylitis, drug-induced liver injury, diverticulitis, haematochezia, gastrointestinal inflammation, liver disorder, dyspareunia, menorrhagia, musculoskeletal pain, periarthritis, mobility decreased, muscle rigidity, formication, burning sensation, headache, dizziness, fatigue, amnesia, feeling hot and anxiety outcome was unknown and the device breakage had not resolved. The reporter considered amnesia, ankylosing spondylitis, anxiety, burning sensation, device breakage, diverticulitis, dizziness, drug-induced liver injury, dyspareunia, fatigue, feeling hot, formication, gastrointestinal inflammation, haematochezia, headache, liver disorder, menorrhagia, mobility decreased, muscle rigidity, musculoskeletal pain, pelvic pain and periarthritis to be related to essure. The reporter commented: 2012: drug hepatitis, and retractile capsulitis, sick leave for 7 months and then 1 year at therapeutic half-time. (B)(6): resection of a part of colon. (B)(6)2017: essure removal (4 weeks of sick leave) but on check there was metallic pieces remaining in left part. The essure removal was performed on 2 different interventions: on (B)(6)2017 and (B)(6) 2017. Most recent follow-up information incorporated above includes: on (B)(6)2019: information received from an attorney via legal department.reporter¿s and patient¿s details were updated.the removal was performed on 2 different interventions on (B)(6)2017 and (B)(6)2017.the patient was anxious. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains"), device breakage ("metallic pieces remaining in left part after device removal"), ankylosing spondylitis ("suspicion of ankylosing arthritis"), drug-induced liver injury ("drug hepatitis"), intervertebral disc injury ("posttraumatic osteophytic constructions on c3-c4"), diverticulitis ("intestinal disorders: acute diverticulitis, diverticulosis"), haematochezia ("blood in stools") and pyelonephritis ("pyelonephritis") in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included rabies (after monkey bite during travel to bali) on (B)(6) 2012, animal bite (monkey) on (B)(6) 2012 and viral hepatitis on (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ankylosing spondylitis (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), gastrointestinal inflammation ("recurrent intestinal inflammations"), liver disorder ("hepatic disorders"), dyspareunia ("pain during sexual intercourse"), menorrhagia ("hemorrhagic periods"), musculoskeletal pain ("joint and muscle pains in fingers, feet and toes, in lower limbs (iliac), knee and shoulders"), mobility decreased ("difficulties to move"), muscle rigidity ("rigidity in fingers"), formication ("formication in fingers"), burning sensation ("sensation of burning in the feet"), headache ("headaches"), dizziness ("dizziness"), fatigue ("fatigue"), amnesia ("loss of memory") and feeling hot ("hot spots"). On (B)(6) 2011, the patient experienced pyelonephritis (seriousness criterion medically significant) with kidney enlargement, urinary tract infection ("urinary infection") with chromaturia and neck pain ("neck pain"), 3 years 1 month after insertion of essure. On (B)(6) 2011, the patient experienced intervertebral disc injury (seriousness criterion medically significant) with musculoskeletal stiffness. In 2012, the patient experienced drug-induced liver injury (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced nausea ("nauseas"). On (B)(6) 2012, the patient experienced breath odour ("bad mouth smell") and pyrexia ("slight fever"). On (B)(6) 2012, the patient experienced periarthritis ("retractile capsulitis right shoulder"). On (B)(6) 2014, the patient experienced diverticulum ("diverticulosis") and rheumatic disorder ("rheumatism"). On (B)(6) 2015, the patient was found to have hepatitis viral test positive ("viral hepatitis markers") and experienced back pain ("lower lumbar pain"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced ligament sprain ("right ankle sprain"). On an unknown date, the patient experienced anxiety ("anxious"), gastroenteritis ("gastro-enteritis") and somnolence ("lot of sleep") and experienced hot flush. The patient was treated with physiotherapy, essure removal on (B)(6) 2017 (4 weeks of sick leave), removal of essure pieces on (B)(6) 2017 (4 weeks of sick leave planned). And resection of a part of colon in 2014). At the time of the report, the pelvic pain, device breakage, ankylosing spondylitis, drug-induced liver injury, intervertebral disc injury, diverticulitis, haematochezia, gastrointestinal inflammation, pyelonephritis, liver disorder, dyspareunia, menorrhagia, periarthritis, mobility decreased, muscle rigidity, formication, burning sensation, headache, dizziness, amnesia, feeling hot, anxiety, neck pain, nausea, gastroenteritis, breath odour, somnolence, diverticulum, rheumatic disorder, hepatitis viral test positive, back pain and ligament sprain outcome was unknown, the musculoskeletal pain was resolving, the fatigue had not resolved, the urinary tract infection and pyrexia had resolved and the hot flush outcome was unknown. The reporter provided no causality assessment for breath odour, diverticulum, gastroenteritis, hepatitis viral test positive, hot flush, intervertebral disc injury, ligament sprain, nausea, neck pain, pyrexia, rheumatic disorder, somnolence and urinary tract infection with essure. The reporter considered amnesia, ankylosing spondylitis, anxiety, back pain, burning sensation, device breakage, diverticulitis, dizziness, drug-induced liver injury, dyspareunia, fatigue, feeling hot, formication, gastrointestinal inflammation, haematochezia, headache, liver disorder, menorrhagia, mobility decreased, muscle rigidity, musculoskeletal pain, pelvic pain, periarthritis and pyelonephritis to be related to essure. The reporter commented: (B)(6) 2011: vsit for urinary infection pyelonephritis with left renal bloating and neck pain (B)(6) 2011,:urinary symptoms recovered, left elbow strength decreased (B)(6) 2011: x-ray found post traumatic osteophytic constructions on c3-c4. Physiotherapy significantly relieved pain (B)(6) 2012, there were nauseas, fatigue, gastro-enteritis. 2012: drug hepatitis (B)(6) 2012: bad mouth smell, slight fever, brown urines, lot of sleep, hot flashes. (B)(6) 2012: morning headaches. No more fever, no more brown urine (B)(6) 2012: headaches (B)(6) 2012: capsulitis on right shoulder, retractile capsulitis, sick leave for 7 months and then 1 year at therapeutic half-time (B)(6) 2014: diverticulosis and rheumatism 2014: resection of a part of colon. (B)(6) 2015: viral hepatitis markers and lower lumbar pain (B)(6) 2017: joint pain, headaches and blood in stoolls (B)(6) 2017: essure removal (4 weeks of sick leave) but on check there was metallic pieces remaining in left part. (B)(6) 2017, after first removal of essure, pains decreased but she complained of abdominal pain, still fatigue. (B)(6) 2017: removal of other part of essure (B)(6) 2018: right ankle sprain diagnostic results (normal ranges are provided in parenthesis if available): hepatitis viral test - on (B)(6) 2015: viral hepatitis markers found. X-ray - on (B)(6) 2012: post traumatic osteophytic constructions on c3-c4. Most recent follow-up information incorporated above includes: on (B)(6) 2019: dates clarified: attorney reported that patient consulted on (B)(6) 2011 for urinary infection, pyelonephritis with left renal bloating + neck pain (added as events). On (B)(6) 2011, urinary symptoms were recovered, but left elbow strength decreased (symptom added): on (B)(6) 2011, x-ray found post traumatic osteophytic constructions on c3-c4. Physiotherapy significantly relieved pain. On (B)(6) 2012, there were nauseas, fatigue, gastro-enteritis (events added). The patient had rabies after travel in bali and monkey bite (added to history). On (B)(6) 2012, there were bad mouth smell, slight fever, brown urines, lot of sleep, hot flashes (events added). On (B)(6) 2012, morning headaches (event added) fever and brown urine resolved. On (B)(6) 2012, the patient complained of headaches (new event). On (B)(6) 2012, there was capsulitis on right shoulder. On (B)(6) 2014, there was diverticulosis and rheumatism (event dates added). On (B)(6) 2015, viral hepatitis markers found (history), lower lumbar pain (event added) on (B)(6) 2017, joint pain, headaches, blood in stools. On (B)(6) 2017, after removal of essure, pains decreased, patient complained of abdominal pain, still fatigue. On (B)(6) 2018, there was right ankle sprain (added t0 comment section) no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ansm (B)(4) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains"), device breakage ("metallic pieces remaining in left part after device removal"), ankylosing spondylitis ("suspicion of ankylosing arthritis"), drug-induced liver injury ("drug hepatitis"), diverticulitis ("intestinal disorders: acute diverticulitis") and haematochezia ("blood in stools") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ankylosing spondylitis (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), gastrointestinal inflammation ("intestinal disorders: recurrent inflammations"), liver disorder ("hepatic disorders"), dyspareunia ("pain during sexual intercourse"), menorrhagia ("hemorrhagic periods"), musculoskeletal pain ("joint and muscle pains in fingers, feet and toes, in lower limbs (iliac), knee and shoulders"), mobility decreased ("difficulties to move"), muscle rigidity ("rigidity in fingers"), formication ("formication in fingers"), burning sensation ("sensation of burning in the feet"), headache ("headaches"), dizziness ("dizziness"), fatigue ("fatigue"), amnesia ("loss of memory") and feeling hot ("hot spots"). In 2012, the patient experienced drug-induced liver injury (seriousness criterion medically significant) and periarthritis ("retractile capsulitis"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2017 (4 weeks of sick leave)), surgery (new intervention planned for (B)(6) 2017 (4 weeks of sick leave planned).) And surgery (resection of a part of colon in 2014). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ankylosing spondylitis, drug-induced liver injury, diverticulitis, haematochezia, gastrointestinal inflammation, liver disorder, dyspareunia, menorrhagia, musculoskeletal pain, periarthritis, mobility decreased, muscle rigidity, formication, burning sensation, headache, dizziness, fatigue, amnesia and feeling hot outcome was unknown and the device breakage had not resolved. The reporter provided no causality assessment for amnesia, ankylosing spondylitis, burning sensation, device breakage, diverticulitis, dizziness, drug-induced liver injury, dyspareunia, fatigue, feeling hot, formication, gastrointestinal inflammation, haematochezia, headache, liver disorder, menorrhagia, mobility decreased, muscle rigidity, musculoskeletal pain, pelvic pain and periarthritis with essure. The reporter commented: 2012: drug (B)(6) , and retractile capsulitis, sick leave for 7 months and then 1 year at therapeutic half-time. In 2014: resection of a part of colon. In (B)(6) 2017: essure removal (4 weeks of sick leave) but on check there was metallic pieces remaining in left part. New intervention planned for (B)(6) 2017 (4 weeks of sick leave planned). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 05-oct-2017 for the following meddra pts: pelvic pain: n° 4680 cases (excluding this case). Device breakage: n° 1772 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.